Event description:
Pt in cath lab for urgent diagnostic cath and coronary angioplasty. During procedure it was determined that the guide catheter had dissected the left main coronary artery. Pt coded and expired on table.